Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Ref: (B)(4). It was reported that after an atrial flutter (af) procedure was completed that the patient have skin burn marks surrounding the grounding pad. This event was reported to have occurred within two months prior to bwi being notified. The complaint caller has no other detailed information to provide. In spite of it, multiple attempts were done to request for further possible detail information such as degree of skin burn, medical intervention performed, patient¿s updated health status etc. However, no additional information has been provided. Also unknown at this point the brand and type of the patient return electrode used during the procedure. It is unclear if the brand and type of the patient return electrode was according to bwi¿s recommendation. The stockert was sent in for evaluation in order to recreate the reported condition however, the unit was found functional per manufacturing specification. Function test and preventive maintenance were performed to the unit. Nis board upgrade was performed for the unit. This upgrade was to enhance the functionality of the board and it was being performed even if the unit does not present any malfunction. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that after an atrial flutter (af) procedure was completed that the patient have skin burn marks surrounding the grounding pad. This event was reported to have occurred within two months prior to bwi being notified. The complaint caller has no other detailed information to provide. In spite of it, multiple attempts were done to request for further possible detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However, no additional information has been provided. Also unknown at this point the brand and type of the patient return electrode used during the procedure. It is unclear if the brand and type of the patient return electrode was according to bwi's recommendation.